Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek pro ii meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 7.6 inr and within 30 minutes the laboratory result was 4.9 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The customer is not on any new medications and has had no changes in diet. The affected meter and test strips have been requested for return. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.